Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required h10: no product was returned however the pumps operators manual indicates (see user manual section reference) that the pump will alarm no disposable if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. No product was returned however the pumps operators manual states that the pump will alarm and display an air in line message if the air detector function of the pump has been turned on and the pump believes it has detected air in the tubing. This does not necessarily mean the pump is not functioning properly. The user should consult the manual when this happens. At this time there is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
No product was returned, however the pump's operators manual indicates (see user manual section references) that the pump will alarm no disposable, if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. It also states that the pump will alarm and display an air in line message if the air detector function of the pump has been turned on and the pump believes it has detected air in the tubing. This does not necessarily indicate there is a problem with the pump. The user should consult the manual when this happens. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that the pump was alarming no disposable. Instructed the patient to hit the start/stop button to silence the alarm, reviewed settings and powered pump off. Closed the clamp and removed the cassette. Instructed the patient to gently tap cassette to disperse air bubbles in the line and press green release. Replaced the cassette and powered the pump on and pump continues to alarm. Powered the pump off and removed the cassette, gently tapped cassette and massaged line to disperse air bubbles in the line and pressed green release. Replaced the cassette and powered the pump on, and pump continued to alarm. The pump was powered off and line clamped nearest port. Instructed the patient to go to the clinic in the am. There was no patient harm. There was no patient injury.